Manufacturer narrative:
One smiths medical cadd-prizm® vip ambulatory infusion pump was returned intact in good condition for analysis. The complaint was verified by performing the pump's battery life test. The battery was noted to be shorted out of the pump's manufacturer specifications which was related to a defective mpu board. Based on the evidence, the root cause is unknown. However, the mpu board will be repaired and returned.

Event description:
Information was received indicating that the battery to a smiths medical cadd-prizm® vip ambulatory infusion pump is reported to be draining too fast. There were no reported adverse effects.